Event description:
It was reported that the device was not working and the procedure had to be completed with out the device. No significant delay or patient injury reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that an enclosure was cracked and that both drape clips were broken. A functional evaluation revealed the clamp handle was broken off. The complaint was confirmed and the root cause has been determined to be an impact event inconsistent with intended use. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.